Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy to the patient due to ventricular oversensing of noise. The noise was reproducible with deep breathing and valsalva. Guidant received additional information that this pacemaker-dependant patient experienced an episode of asystole secondary to the ventricular oversensing. The device was explanted and returned to guidant for analysis.